Event description:
It was reported that customer experienced high blood glucose of between 230 mg/dl and 300 mg/dl. Caller states that when customer attempted to enter blood glucose and carbohydrates into insulin pump, customer experienced keypad anomaly. Caller states that up button was not responding and down button was responding intermittently. Troubleshooting could not be done as customer was not available. Caller was advised that insulin pump would need to be replaced and to call back with information for replacement processing. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.